Event description:
Springs are not strong; implant dals won't stay in place; cannot read markings. This caused a surgical delay of 25 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.